Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion due to multiple appropriate shocks. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4296 implantable pacing lead, (B)(6) 2013; 4076 implantable pacing lead, (B)(6) 2013. (B)(4).